Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: as reported, during a treatment of postpartum hemorrhage [pph], secondary to uterine inertia/atony, a 'bakri tamponade balloon catheter' balloon leaked. The balloon was placed in the patient's uterine cavity, injecting 380ml of water and filling 2 sponges to secure it. A small amount of dark red drainage fluid was observed in the drainage bag, along with minor vaginal bleeding. A b-ultrasound confirmed the balloon's position, revealing liquid dark areas in the uterine cavity. The balloon was repositioned about 30 minutes later, refilled with 350ml of water, and secured with 3 sponges. However, upon re-examination, the balloon was found lower, with additional liquid dark areas noted. The vaginal gauze was removed, uncovering bleeding in the uterine cavity. Upon, balloon removal, 800ml of uterine blood was extracted. Further attempts, to fill the balloon failed, leading to its replacement with another hemostatic balloon. Approximately 1200ml of the blood loss occurred before the device leaked and an additional 800ml after. Two-hundred milliliters of plasma was transfused, and the patient was hemodynamically stable. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. One, used, 'bakri tamponade balloon catheter' was returned for investigation. The balloon was inflated with the supplied syringe, and a small amount of water was observed to escape through the saline port at the distal tip during inflation; once inflated, the balloon did not leak. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed two other related complaints associated with the failure mode for the complaint device for lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU [t_j-sosr_rev4; ¿bakri postpartum balloon¿] supplied with the device states the following in consideration of the reported failure mode: - "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony and evaluation of the returned device. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a treatment of postpartum hemorrhage [pph], secondary to uterine inertia/atony, a bakri tamponade balloon catheter's balloon leaked. The balloon was placed in the patient's uterine cavity, injecting 380ml of water and filling 2 sponges to secure it. A small amount of dark red drainage fluid was observed in the drainage bag, along with minor vaginal bleeding. A b-ultrasound confirmed the balloon's position, revealing liquid dark areas in the uterine cavity. The balloon was repositioned about 30 minutes later, refilled with 350ml of water, and secured with 3 sponges. However, upon re-examination, the balloon was found lower, with additional liquid dark areas noted. The vaginal gauze was removed, uncovering bleeding in the uterine cavity. Upon, balloon removal, 800ml of uterine blood was extracted. Further attempts, to fill the balloon failed, leading to its replacement with another hemostatic balloon. Approximately 1200ml of the blood loss occurred before the device leaked and an additional 800ml after. Two-hundred milliliters of plasma was transfused, and the patient was hemodynamically stable.